Event description:
In 10/05, the lay/pt contacted lifescan alleging that his one touch ultra meter was reading inaccurately high. The pt has a 21 year history of diabetes. He takes humalog and lantus insulin, following a sliding scale dosage regimen based on his blood glucose results. He takes one unit of humalog insulin for each required 40 mg/dl decrease in blood glucose. His target blood glucose level is 120 mg/dl. He was hospitalized for "diabetes adjustment" when he contacted lifescan. He said he had experienced 3 recent hypoglycemic episodes; each of the episodes occurred in the evening in the discotheque. On one occasion, he fell unconscious. Friends gave him cola and water with sugar; he received no treatment from a medical professional. The pt was unable to provide any further detail regarding the hypoglycemic incidents. During his current hospitalization, he compared the reported meter results to the hospital meter results obtained within 10 minutes of each other. Two sets of compared results were provided: reported meter 197 mg/dl vrs. Hospital meter 138 mg/dl, reported meter 225 mg/dl vrs. Hospital meter 163 mg/dl. A hospital nurse told him that his meter was reading inaccurately high and that was the reason for his hypoglycemic episodes. The customer care representative (ccr) discovered that the pt was storing his test strips incorrectly; he stored them in the refrigerator, which can cause inaccurate results. The meter and test strips were replaced.